Manufacturer narrative:
This report is submitted on august 3, 2022.

Event description:
Per the clinic, the patient experienced fluctuating loudness with the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 12, 2022.